Event description:
In a literature report evaluating the efficiency of new torsional phacoemulsification software in hard nucleus cataract extraction, 5 patients in group 1 (phacoemulsification with ip software) in 13 patients in group 2 (phacoemulsification without ip software) experienced occlusion that needed manual desobstruction. The patients underwent phacoemulsification performed by the same surgeon, using the same technique (stop and chop).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available, if no investigation conclusion has been completed. Lit ref: zemba m, papadatu ac, sirbu ln, avram c. Computer-assisted phacoemulsification for hard cataracts. Oftalmologia. 2012, 56 (4): 81-4. (B)(4).